Manufacturer narrative:
(B)(4). The reported event of weld fracture was not confirmed, although the service technician observed a loose o-ring. The o-ring creates a seal when the device door is closed and locked in order to maintain sterility. As the o-ring is polymeric, it is susceptible to some degradation over time, dependent on cleaning and sterilization practices.

Event description:
It was reported that during inspection the device had cracked at the weld. A cracked weld could result in the housing opening and exposing the non-sterile battery to the surgical site. There was no patient involvement, adverse consequences, medical intervention or procedural delays. During in house inspection a loose o-ring was observed.

Event description:
It was reported that during inspection the device had cracked at the weld. A cracked weld could result in the housing opening and exposing the non-sterile battery to the surgical site. There was no patient involvement, adverse consequences, medical intervention or procedural delays.